Manufacturer narrative:
Follow-up # 1 device evaluation:the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the inaccuracy began on ¿(B)(6) 2015, 10:00am¿. The reporter claimed that on ¿(B)(6) 2015, 3:00m¿ the patient had obtained an alleged inaccurate high blood glucose result of ¿160mg/dl¿ on the subject meter compared to ¿45mg/dl¿ on another device, performed more than 30 minutes of each other. The reported time difference of greater than 30 minutes makes this comparison invalid for the purposed of determining an inaccuracy. The patient manages her diabetes with oral medications, diet and/or exercise and made no change to her usual diabetes management routine as a result of the alleged product issue. The reporter claimed that ¿10 minutes¿ after the alleged product issue began the patient developed symptoms of ¿ headache, sweats and shakes¿ and at ¿(B)(6) 2015, 3:10pm¿ during a doctor¿s visit she was treated with glucose tabs/gel. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the sample was obtained from an approved site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.